Event description:
The customer contacted stryker to report that during training compressions stopped due to the plunger arm coming off its track. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the removed compression module. Stryker determined that the root cause of the reported issue was due to the carry ball screw in the compression module being loose. The compression module was archived by stryker.

Event description:
The customer contacted stryker to report that during training compressions stopped due to the plunger arm coming off its track. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the compression module to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.